Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0634 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was admitted to ICU on (B)(6) 2020 due to acute cerebral hemorrhage. As a result of long infusion resulting from poor vascular conditions, a pqc catheter was placed under ultrasound using seldinger technique on (B)(6). The catheter placement process went uneventfully. Two days after placement, liquid leaks occurred when the catheter was flushing. The catheter was then removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen per-q-cath catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a long longitudinal split was observed at the 1 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (characteristic of tearing failure modes). The product IFU states: ¿do not flush against resistance.¿ and ¿do not use a syringe smaller than 10 cc!¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that this patient was admitted to ICU on (B)(6) 2020 due to acute cerebral hemorrhage. As a result of long infusion resulting from poor vascular conditions, a pqc catheter was placed under ultrasound using seldinger technique on (B)(6). The catheter placement process went uneventfully. Two days after placement, liquid leaks occurred when the catheter was flushing. The catheter was then removed.